Event description:
It was reported that multiple cartridge alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.